Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the software. The system operates as intended.

Event description:
The customer reported that the system did not x-ray. No patient injury was reported.